Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the idle current test, run current test, self test, and off no power test. No unexpected failed battery test alarm noted. The button response functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was unknown. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.